Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2018. The customer reported that husband is being hospitalized due to high blood glucose of 750mg/dl. Patient's current blood glucose was 138 mg/dl. The customer was sluggish, had vomiting and confusion. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. The customer also had a slight heart attack and kidneys are also compromised. They were unable to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had cracked reservoir tube lip. (B)(4).